Event description:
The nurse indicated that they were raising the hi/low up, there was a loud noise, and the head end of the bed fell down putting the patient into the trendelenburg position. The nurse said that the patient was not injured and the bed was in the patient's room when this issue occurred.

Manufacturer narrative:
The technician found the tie rod that attaches to the foot lift arm was broken. The technician replaced the tie rod to repair the bed.